Manufacturer narrative:
According to the maude event report, the suture boots were placed on lang-debakey forceps which were used and then laid upon the pt's abdomen by the surgeon. Upon picking them up again, the surgeon noticed that one boot was missing. The suture boots are sold non-sterile, in different sizes for a secure fit and have an extended adhesive peel off backing for secure placement. A raypaque element in the boot ensures easy location of the boot by x-ray. The suture boots are packaged on a foam cartridge board for further accountability and are offered in a variety of highly visible colors. In this case, the boot was bright yellow. It is possible the boots were not securely attached prior to use of the forceps or the boot may have adhered to the pt's abdominal covering when placed thereon, by the surgeon. Regardless, the boot would have been visible to the naked eye, and if not, certainly by x-ray. It is not noted by the user facility that x-ray location was used in their attempts to find the missing boot. Using the info provided by the maude event report, the MFR was unable to determine the root cause of this incident. Add'l info was requested from the user facility, however the MFR has received no response.